Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fbss leg/back and spinal pain indications. The reason for call was pt reports that they "aren't getting the same level of relief, if I am doing active things I have the nerve and leg pain, and muscle spasms". Pt says this started about 3 months ago. Pt says that "before that I could go walking and do yard work and I could do that stuff without a whole bunch of pain, but now I am having more pain and it takes longer to recover from it". Pt says they have alrready tried all available groups, and have turned stimulation up "to the point where you feel it like a tens unit and its not helping, so I turn it down alittle bit but if I sneeze I get like a shock". Pt says the hcp has them on gabapentin and muscle relaxers. Pt already tried to call local rep sasha but hasn't heard back from them. Pt says dr soto and dr powers work out of the same office, but after I asked twice which of them is their follow up pt couldn't say for sure. The issue was not resolved. The caller was redirected to I emailed reps asking them to call the pt.

Event description:
Additional information received. Patient reported things just progressively less effective in reducing pain. Turning it up didn't take the pain away. Any activity such as walking, and picking things up causes pain to increase. Hcp has patient on neurontin and muscle relaxers to manage pain. Issue is ongoing, patient managing their pain on their own.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.